Event description:
Due to the extensive nature of the pt's hernia, the surgeon deployed mesh positioning system through the open cavity and then converted to laparoscopic hernia repair for tacking purposes. Surgeon deflated the balloon positioning device by cutting the string and moved the separated balloon device to an area of the abdomen that was not in constant view of the surgical team. Trocars were removed without the balloon. Pt returned to the operating room for removal of the balloon.